Event description:
A nurse reported after 6 days of use, the patient began complaining of discomfort due to the fecal management system (fms). As the nursing staff observed minimal "drainage" and the patient's skin was intact, it was decided the device could be discontinued. The nurse deflated the retention balloon, removing 60 milliliters of water. The nurse attempted to remove the device from the patient's rectum but was unable to . She then tried to aspirate more water from the cuff without any results. Ultimately, the fms device was pulled out of the patient's rectum. Once removed, the nurse noted the retention balloon was still inflated. The nurse estimated there was approximately 40 milliliters of water remaining in the retention balloon and surmised the balloon had inadvertently been filled with approximately 1000 milliliters of water. No patient consequences were reported as a result of this event.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Additional patient and event details have been requested. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
The report submitted on 01/28/2015 with the pt identifier of (B)(6) had the incorrect manufacturer report number listed (1049092-2015-00065). The correct manufacturer report number should have been 1049092-2015-00066. Reported to the FDA on 03/24/2015.

Manufacturer narrative:
Add'l info was received on 06/08/2015. An eval was performed on 02/14/2015. Only the silicone tubing was returned and it was covered with fecal matter and the balloon was still inflated with a blue tint liquid. A total of 33ml of liquid was removed using a luer lock syringe. The device was inflated and deflated without failure. The device was destroyed on 02/14/2015. No add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. Reported to the FDA on 06/25/2015.

Manufacturer narrative:
Additional information was received on september 01, 2015. Testing and observation were performed and it appeared that the used sample met specification and functioned as expected. The complaint was due to misuse (over inflation) and based on the blue tint of the liquid removed from the balloon it is possible that an injection of meds was placed into the inflation port rather than the irrigation port. This is not a fault of the device itself since the balloon did inflate properly and was able to be deflated without any difficulty when returned. The supplier could not be identified so no batch record review could be performed. No previous investigations are available. No detailed batch review could be performed because no lot number was available. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).